Event description:
During the pta/stenting treatment procedure, the wallstent delivery catheter became stuck on the guidewire. The device was removed and a new wallstent was successfully implanted. No patient injuries or complications were reported. The patient's status was reported as 'fine'.